Manufacturer narrative:
(B)(4).

Event description:
The pt was admitted to the ER with unspecified overdose-type symptoms. The pt's pump had not been refilled or reprogrammed recently, so it was not immediately known why the pt's symptoms had changed. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.